Event description:
It is reported that the pt was revised due to the fracture of the femoral component.

Manufacturer narrative:
Evaluation summary: weight-bearing x-rays were provided, which appear to show properly sized components in good alignment. Therefore, the wear patten could be related to an anterior track while walking/running. Also, noticed on the x-rays provided is what appears to be radiolucency under the posterior condyle of the femoral component. The cause of this lucency, as well as whether it could be a contributor to, or a result of, the femoral fracture, is unk. In conclusion, a likely contributor to the femoral fracture is the metal-on-metal articulation with the tibial plate, though other factors that may have contributed are unk. In addition, the exact cause of the significant wear and delamination in the antero-medial portion of the tibia is also unk, but could be related to the activity level and specific gait of the pt. Device history records indicate all components were manufactured and inspected to specification. The femoral component was verified to be fractured at the junction between the anterior and distal faces. Sem examination was completed and showed a crystallographic fracture typical of a fatigue failure. Aside from the femoral component, however, the articular surface is significantly worn and delaminated in the antero-medial quadrant of the surface. In fact, the damage is so significant that the femoral component began to articulate directly against the antero-medial portion of the tibial tray, causing severe wear of the titanium tray as well. The amount of wear on the tibial try indicates that this direct metal-on-metal articulation was occurring for quite some time.